Event description:
This supplemental report is being filed to provide additional information that the system was abandoned and not explanted. A new transvenous system was successfully implanted. There were no additional adverse patient effects. It was reported that the system had stored an untreated episode due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. The sensing vector at the time was set to the primary sensing vector. The clinic could reproduce the noise when the patient raised and lowered his left arm. The doctor elected to explant and replace the entire system. A new transvenous system was successfully implanted. There were no additional adverse patient effects.

Event description:
It was reported that the system had stored an untreated episode due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. The sensing vector at the time was set to the primary sensing vector. The clinic could reproduce the noise when the patient raised and lowered his left arm. The doctor elected to explant and replace the entire system. A new transvenous system was successfully implanted. There were no additional adverse patient effects.